Manufacturer narrative:
Block h6: imdrf device problem code a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution clip was analyzed, and a visual evaluation noted that the device was returned without its outer sheath, and the blue grip was detached. The clip assembly was missing, and the catheter was unraveled and kinked. The yoke was still attached to the control wire, showing signs of premature deployment. Under the microscope, early deployment was confirmed. No other problems with the device were noted. Upon analysis, it was found that the device was returned without the outer sheath and clip assembly and showed evidence of premature deployment. The catheter was kinked and unraveled. It is likely that during clip removal, manipulation of the outer sheath caused the assembly to detach from the bushing, resulting in the clip falling off and the catheter becoming unraveled. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as there is evidence of the removal of the outer sheath; however, the iuf states, "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle as shown in figure 1. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until the handle rests against the over-sheath grip, as shown in figure 2." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip did not open when fired. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the device having evidence of premature deployment. Please see block h11 for full investigation details.